Manufacturer narrative:
Investigation is still pending, a follow up MDR will be submitted to include the investigation conclusions.

Event description:
The prosthesis began to release and then became blocked: it was impossible to continue the release the doctor began to deploy the stent and then jammed: it was impossible to continue the deployement. The doctor took another stent evo-fc-8-9-8-b. 1. At what stage of the procedure did the complaint occur? During stent placement 2. What endoscope type and channel size was used? Duodenoscope fuji ed580xt ¿ 4.2 3. What was the position of the elevator? Open 4. What was the target location? Biliary duct 5. Details of the wire guide used (diameter, type, make)? Jagwire 035 ¿ 260 6. Was the zip port facing upwards and slightly curved when backloading the wire guide? Yes 7. Did any part of the stent contact the patient's anatomy when the complaint occurred? Yes 8. Please advise the anatomical location of the intended target site. Biliary duct 9. Did the patient exhibit difficult anatomy no 10. If altered please indicate the procedure type (e.g., cholodochojejunostomy) na 11. How long was the stent in the patient by the time this complaint occurred? 10 sec 12. For devices where the IFU states for longer term patency has not been established, was periodic evaluation completed? N/a, 13. Did the patient require any additional procedures as a result of this event? No 14. What intervention (if any) was required? 15. Was the secondary intervention performed during the same procedure as the device failure or was it scheduled for another day? N/a, 16. Were any other defects (other than the complaint issue) observed on the device prior to return (e.g., kink)? No 17. Was resistance encountered when advancing the delivery system to the target location? No 18. Was a stent previously placed at the same or adjacent location? (If yes, was the complaint stent placed in the stent that/was already in situ?) No 19. Was pre-dilation/post-dilation performed? No 20. What was the position of the elevator during advancement/deployment/removal? Open